Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the mitraclip became entrapped in the chordae requiring deployment on chordae and the leaflets. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (fmr) grade 4. The patient presented with a moderately thickened anterior leaflet. A difficult transseptal puncture was made (the transseptal puncture was not posterior enough as the septum and fossa were not aligned for ideal position). Reportedly, the difficulty was due to visualization due to the age and frailty of the patient. The clip delivery system was advanced to the mitral valve but became caught on the anterior mitral valve chordae, on the medial side of the anterior 2 (a2) and posterior 2 (p2) leaflets. The clip was unable to be removed from the chordae so it was deployed on the leaflets and in subvalvular tissue. Another mitraclip was implanted and the mr was reduced to grade 2. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip becoming caught in the chordae appears to be related to patient morphology/pathology and user technique due to a moderately thickened anterior leaflet, age and frailty of the patient and difficulties with visualizations. In addition, the reported additional therapy/non-surgical treatment was a result of case specific circumstances, as standard troubleshooting maneuvers were performed to free the clip from the chordae were unsuccessful; the decision was made to deployed the clip on the leaflets and sub valvular tissue. There is no indication of a product quality issue with respect to manufacture, design or labeling.